Event description:
It was reported that patient underwent hip arthroplasty utilizing a regenerex ringloc acetabular cup in 2008. Subsequently, patient was revised in 2009. It was noted that a portion of the coating had come off the acetabular cup.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component under stereoscope revealed chipping of the porous coating around three screw holes. Bone ingrowth on the exterior of the cup appeared to be limited and fibrous tissue was attached in various locations. Based on these findings, it is likely that the implant did not achieve adequate initial stability to produce bone ingrowth to the majority of the implant. It is unknown what could have reduced initial stability. If the implant did not achieve initial stability and ingrowth, bone will resorb around the implant thereby allowing the implant to piston on the screws. This pistoning effect could cause the screw to abrade against the edge of the screw holes and chip the coating. This report filed october 14, 2009.

Event description:
It was reported that patient underwent hip arthroplasty utlitizing a regenerex ringloc acetabular cup in 2008. Subsequently, patient was revised in 2009. It was noted that a portion of the coating had come off the acetabular cup.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.